Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an intervention (ots of the left clavicle) with osteosynthesis material had been performed on (B)(6) 2022, the patient reported intense pain. An urgent x-ray indicates that the plate was released by the distal fragment, causing the need for a new intervention. Further details are unknown at the moment.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could the clinical root cause of the reported failure be determined. Per subsequent e-mail, the client reported, ¿according to the doctor, the patient¿s non-compliance led the reported failure.¿ the x-ray referenced in the complaint obtained due to the patient¿s complaint of severe pain indicated, ¿the plate was released by the distal fragment,¿ was not provided for review. Therefore, the impact to the patient beyond the reported loosening and the unknown new intervention cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for fracture fixation revealed that loosening of implant components has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Possible causes could include but not limited to traumatic injury, surgical technique or size of device. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.